Event description:
It was reported that during a lap. Sigma, the tissue pad melted. No further information is available. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).